Manufacturer narrative:
(B)(4) investigation summary : this is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: both photos shows the tissue with some blood on it and the line of staples appears to be in good condition, however due to the quality of the photo the condition of the staples cannot be determined. Based on the photo reviewed the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, x9441c, and no non-conformances were identified. Manufacturing date: 01/20/2022, expiration date: 12/31/2024.

Event description:
It was reported that during the use of the second reload, the staples were only released on the patient side. On the side to be resected, no staples came out of the of the reload.no patient harm nor significant delay reported.

Manufacturer narrative:
(B)(4) date sent: 9/28/2022 d4: batch # unk investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage with an ecr60d reload present. Additionally, the reload was received with the left side fully fired, the right side partially fired 1/4. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.